Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead had atrial oversensing and far field r-wave (ffrw) oversensing. The lead sensitivity was reprogrammed and the ra lead remains in use. It was further reported that the right ventricular (rv) lead had oversensing. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.